Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the light guide lens. In addition, the distal end had residual liquid. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the event of stain inside the light guide lens, olympus confirmed foreign material remained in device, but the type of the material cannot be identified. Since the foreign material was not on external surface of the device, it could not be removed by reprocessing. The light guide lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. Based on the results of the investigation for the event of residual liquid at the distal end, olympus confirmed foreign material remained in device, but the type of the material cannot be identified. The foreign material may have been unremoved because the device was not reprocessed properly due to the following leaks: leaks occurred by chip at the distal end and pinhole at the bending section cover. The event of stain inside the light guide lens can be detected/prevented by following the instructions for use: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. The event of residual liquid at the distal end can be detected/prevented by following the instructions for use: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.